Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006 the patient presented with rotational instability and lumbar degenerative disease from l4-5 to l5-s1. The following procedures were performed: 360 degree fusion via posterior only approach (tlif) l4 to the sacrum. Cage instrumentation l4-5 and l5-s1. Anterior local bone, bone bank bone and rhbmp-2 l4-5 and l5-s1. Posterior instrumentation l4 to the sacrum. Posterior spinal fusion l4 to the sacrum with local bone , bone bank bone and rhbmp-2. Per op notes: "when all the disc material had been removed the discs were sized for implant and 12mm implants were selected at both levels. The disc spaces were irrigated and then were packed with a combination of local bone, bone bank bone and rhbmp-2 at each level. The rods were appropriately cut and contoured for foramen for increased lordosis. The lateral gutters were then packed with a combination of local bone, bone bank bone and rhbmp-2."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital and underwent a tlif l4-5 and l5-s1 with rhbmp-2/acs in an interbody cage. Imaging studies ultimately showed that the bone grew at the site of implant and resulted in nerve compression at or near the implant site. It was reported that the patient sustained unspecified injuries, including but not limited to chronic pain and radiculitis, and emotional distress and mental anguish.